Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was unable to verify the unexpected restart alarm due to the button/keypad anomaly. No damage was found on a component of the interface board. No moisture damage found inside the insulin pump. The insulin pump was received with a cracked case at the display window corners, belt clip slot, and minor scratched display window.

Event description:
The customer's family or friend reported via phone call that the insulin pump alarmed unexpected restart and had an unresponsive keypad. The customer's blood glucose was 184 mg/dl. The caller stated that the customer was unable to clear the alarm. He stated that she had accidentally gone into a pool with the insulin pump by accident. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.